Event description:
Upon assembly of needle and syringe the user noticed what appeared to be a clear, foreign object in the syringe. It looked like glass and upon removal of the plunger there was a hard, clear substance on the plunger. Nothing had been drawn into the syringe at this time and both were unused at this time. [Redacted date] - email sent to bd requesting RMA. [Redacted date] - bd email acknowledgment of complaint received. Bd complaint #: (B)(4). RMA received; sample shipped fed-ex. (Site is not sure if debris was in the syringe or in the needle and brought into the syringe upon pulling back) needle also sent: bd blunt fill needle 18g, ref 305180, lot 3181345. Manufacturer response for syringe, plastipak 3ml syringe (per site reporter) [redacted date] - email sent to bd requesting RMA. [Redacted date] - bd email acknowledgment of complaint received. Bd complaint #: (B)(4). RMA received; sample shipped fed-ex.